Event description:
This is being filed to report the clip opening during deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted imaging was challenging due to a rotated heart. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed centrally. During the deployment sequence, the lock line was retracted without issue but then the clip opened to 70 degrees. Then the clip was closed back down, challenged the lock, and passed. Therefore, the clip was deployed. The clip is stable on both leaflets. The procedure was completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported poor image resolution was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.